Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The force bipolar instrument was analyzed and found to replicate/confirm the customer reported complaint of a "broken tip". The instrument was found to have corrosion on the grip tips. Both grip tips exhibited orange discoloration. For clarification, fa found that the corrosion on the instrument was preventing the grip tips from opening and closing. The complaint was confirmed by failure analysis. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. This issue can be resolved by using an alternate instrument to complete the procedure. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) incisional hernia surgical procedure, the force bipolar instrument failed to release from tissue. The jaws were locked and would not open. The staff attempted to use the incorrect instrument release key (irk) to remove the instrument. The surgeon cauterized and ripped the surrounding tissue to release the force bipolar. The force bipolar was found to have a metal piece of the instrument broken, not the gripping cables, and the jaws were pried open with a non-robotic instrument once outside of the body. No missing fragments were noted at the tip of the instrument and no fragments fell into the patient. The cannula had to be removed in order to remove the instrument. The procedure was completed robotically.